Event description:
A surgeon reported a case of anterior capsule tear, observe after a laser assisted cataract procedure. The reporter indicated during docking the patient was noticed to have small bubbles between the softfit contact lens and the patient interface, inferior to the pupil. Reporter indicated the capsularhexis was placed away from the bubbles and capsular energy increased as a precaution. Reporter relayed as treatment commenced, the bubbles moved into the field of treatment, lens fragmentation was performed, and the remainder of the procedure was performed via conventional cataract method. Reporter indicated after cataract removal an anterior capsular sub-incisional was noted, indicating no vitreous loss ,and the iol was inserted into the bag as planned. Case completed without further incident.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).